Event description:
It was reported that the customer's insulin pump alarmed an error during the prime process. The device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement test, and the motor passed the test. Further testing could not be performed due to the prime anomaly.